Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. A proximal portion was received measuring 50.5 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 7304 implantable cardioverter defibrillator (B)(6) 2007; 5034 implantable pacing lead (B)(6) 1996; 6949 implantable tachy lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had pulled back into the coronary sinus at some point years ago. At that time the lead had failure to capture at maximum output so the lv lead was programmed off on the device. During a recent routine device change out the lv lead was cut and capped to reduce pocket size. No patient complications have been reported as a result of this event.